Manufacturer narrative:
(B)(6). Manufacturer reference number:(B)(4).

Event description:
According to the reporting during a longo-procedure (hemorrhoidopexy / mucosal resection), after firing it was realized that the staples were incomplete fired. Apparently after closing of the instrument the pressure plate disconnected. The pressure plate was left distal of purse-string suture and with usage of second stapler the resection could be finalized correctly. There was extension of the incision. There was extension of surgery time by 45 minutes. The patient is well.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported conditions were not confirmed. Should new information become available, the file will be re-opened and reassessed at that time.